Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse reaction to the customers blood glucose. A replacement pump was sent to the customer, the customer will use manual dose injection or a backup pump for insulin therapy.